Event description:
A malfunction alarm was reported with repeated occurrences of the same issue involving malfunction code 12. There was no reported impact to the customer's blood glucose level, as the customer declined to provide specific information. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to store and return the faulty pump. The customer planned to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted.